Event description:
The customer reported to baxter corporate product surveillance one (1) interlink buretrol solution set (product code 2c7564) in which the spike cracked and leaked when spiking unknown bags during setup in the anesthesia department. There is no patient involvement or injury associated with this report. The customer advised that the facility does not typically use the reported product.

Manufacturer narrative:
(B)(4). This is report #3 of 3 from the same customer. A batch review could not be completed as the lot number was not provided by the customer. The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.